Event description:
It was reported that when using the bd pyxis¿ es server, all admission discharge transfer orders were not crossing over to all stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a recent structured query language (sql) server update set the sql services to automatic (delayed start), which caused the carefusion communication engine (cce) services that were also delayed stopping when the user could not access the database instance. A technical support specialist started the stopped services to restore communications, set the structured query language service startup type to automatic, and applied the same change on the carefusion communication engine and IV prep servers; the customer confirmed the resolution and case was closed. The system functioned as intended after the technical support specialist troubleshot the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.